Event description:
It was reported that this pacemaker exhibited oversensing on the atrial channel resulting in inappropriate atrial tachy response (atr) episodes. Low amplitude and intermittent loss of capture (loc) was also observed on the right atrial (ra) lead. No adverse patient effects were reported. This device system remains in service.